Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and the universal serial bus (usb) door is broken. Functional testing was attempted but could not be completed because the receiver would not boot up, therefore, the data log could not be downloaded. The receiver case was opened for further evaluation. An internal inspection found a loose liquid crystal display (lcd) and a broken component in the main board. The reported event of a frozen screen display was confirmed. The root cause was determined to be an assembly error in the lcd.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.